Event description:
The hospital reported that during a coronary artery bypass procedure, two hearstring aortic cutters did not core the tissue out (cut) when actuated. Maquet sales representative inspected the product before returning and stated that he can see both of the puncture needles are fully exposed but there was no tissue cored. Two replacements heartstring aortic cutters were used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).